Event description:
Additional information: per the healthcare provider the pump was explanted per the patient's request; "patient didn't like it". There was no infection prior explant. Patient was seen post-op on (B)(6) 2012 and the outcome was noted as fine.

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter passer model: 8591-38, lot#: a63179, implanted: (B)(6) 2006, explanted: unk.

Event description:
It was reported that the patient had a refill on (B)(6) 2011 and the following day, the patient couldn't be awakened. An ambulance had to transport the patient to the hospital. The pump was turned to almost "zero." The patient was discharged. When he got home the patient started to beat his hand on the wall, which prompted another visit to the hospital. It was discovered that patient had a stroke on the "music" side of the brain and was shown so on the x-ray. The pump was turned off this time. The patient was discharged and then went back to the hospital again because he was "throwing money" on the ground, yelling at the neighbor, and had uncontrollable anger. He was admitted to the psychiatric ward, and per the psychiatrist, the patient had the beginning of alzheimer's, sporadic memory lost, due to the incident of patient not waking up the day after refill. The patient was then discharged, but was admitted again for the 4th time, because he didn't wake up again. It was added that patient had one similar episode of not waking up after a refill, a year after implantation. It was reported that an alarm was heard last week. Drug delivered via the device was hydromorphone.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly. Per analysis finding there was a long motor stall (nearly 19 hours) a month and a one half before explant. Residue was found on the lower shaft, pinion, and in the lower bridge jewel of the rotor magnet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after the previously reported pump refill in 2011, the patient developed parkinson's disease. A psychiatrist "got him on meds" because he was out of control. Delirium had set in and the patient was combative. The patient had to wear boxing gloves to not hurt anyone. The patient was in and out of the hospital and psychiatric hospitals for a year and then admitted to a nursing home for several months. It was noted that no one knew how to control his moods. When the patient was put on depakote and kepra to stop seizures, he calmed down a little. It was noted the patient cried out "I wish I would die." Several times the patient had extreme ischemic colitis. The first time was a few months after the pump came out that caused an 11-centimeter infection of the colon. The patient's colon then had slow blood flow. The patient could not be on blood thinners because of the risk of a fall that would cause him to bleed. The patient now had "the worst disability you can imagine." The patient had to be pulled up from a sitting position in order for him to walk slowly to the table. The patient had anger moods that would "come and go," not knowing when it would happen. User facility medwatch: mw5035035.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via medwatch mw5068869 on (B)(6) 2017. It was reported the patient was implanted with a pain pump in 2006. It was reported the pump had malfunctioned. The event date was provided as (B)(6) 2011, and it was indicated a serious injury had occurred. The patient¿s ¿brain was on fire,¿ and the patient experienced multiple seizures, including a grand mal seizure in the hospital. It was indicated the patient had to have a ¿human cage¿ brought in to keep the patient from harming themselves and others. The patient finally found medications to calm the brain a little, but it took months. The consumer could not bring the patient home at first because the patient would try to strike out. After 8 months of care in a facility, in 2012, the patient went home because the seizure medications were not being given on time and caused the patient to act out. It was reported no one could touch the patient, and the patient had to be taken to the hospital numerous times. The patient is currently living at home with a certified nursing assistant (cna) during the day. It was indicated the patient required assistance with all daily duties. The patient screams when angry, and cannot use his hands to feed himself. The patient requires being fed, and helped with bathroom duties. The event outcomes listed included: life threatening, hospitalization, disability/permanent damage. The consumer indicated the patient has had tests numerous tests for years. Concomitant medications include: diltazem 60 mg 3 times daily, lamotrigine 100 mg twice per day, clonidine 0.2 mg by mouth twice daily. Metroprolol tartrate 100 mg two times a day, levetiracetam 750 mg (keppra) 2 tabs twice daily, omeprazole dr 40 mg once daily, losartan 100 mg tab 1 per day, simvastatin 20 mg tab 1 per day, carbidopa/levodopn 25/100 tbtab 1 tab twice daily, trazadone 100 mg tab 2 tabs daily at bedtime, tamsulosin 0.4 mg cap once per day, oxybutynin ER 10 mg tab twice daily, otc meds: 1 aspirin per day, tylenol as need.

Manufacturer narrative:
The method code was updated. The conclusion code no longer applies and was updated.

Event description:
The patient's health had diminished. The hcp was forced to remove the pump, but the patient had not gotten any better and had episodes and hospital visits for fluid forming around the pump, infection in colon area, and seizures causing brain damage. It was also reported that the patient started to have mental issues and was admitted to a psych ward. The patient's hcp had given him approximately 6 months to live. The patient was seen for his post op visit on (B)(6) 2012. It was noted that there appeared to be no mechanical issue with the pump. It was thought that the patient had a stroke that caused all the issues.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported in addition to the previously reported medical conditions the patient also acquired parkinson's. The reporter stated that the patient "was injured" the day after the pump was refilled in (B)(6) 2011. Per the patient's family, the patient was having parkinson's symptoms prior to the injury, "because filling of it did something." The parkinson's symptoms the patient was having prior included shakiness, dropping stuff, and "stuff like that." The patient following injury was so severely brain damaged, that the patient was fighting, and as of the report date, they had "the brain calmed down a bit." The patient was "getting weaker and weaker all the time." The reporter wanted to know if the pump and specifically the analysis findings, which were previously reported, could have caused the symptoms. The reporter stated that it "caused him to have a stroke and wiped out the whole right side of his brain."